Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 14-oct-2015 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted in 2014 (lot number l2843). As medical history, she had a cesarean birth. Consumer reported that she had essure implanted in 2014 and ever since, she suffered from discomfort in the lower part of the belly, prickling sensation prior to the menstruation, dark bleeding and irregularity (it used to be regular), strong pain in the back and lumbar pain that did not disappear with analgesics. This summer she had episodes of anxiety and she was not under treatment but she took diazepam just in case. She has also experienced weight increase. She related all the reported events to essure. Information received on 29-oct-2015 from the local quality unit: the reported lot number l2843 does not exist. Product technical complaint investigation and final assessment were received on 01-mar-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: l2843 (invalid). In this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 10-jun-2016 it was reported that her tubes were removed in (B)(6) 2016. Consumer stated that she has born again after removal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: genital heamorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ever since had dark bleeding (interpreted as genital bleeding). According to follow up information, her tubes were removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported event, and the compatible temporal relationship causality with essure cannot be excluded. Non-serious events were also reported. Upon receipt of follow up information, it was reported that her tubes were removed, implying that an intervention was required to remove the devices. Therefore, this case was then classified as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.